Event description:
It was reported that the device's batter does not charge. There was reportedly no patient involvement. There was no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which the remote service engineer troubleshot the battery and did not detect a malfunction. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.